Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There were no traces of moisture noted at the electronic or motor assemblies per visual inspection. The pump was received with minor scratches on the lcd window. The pump was also received with a cracked case at display window corners and a case at the reservoir tube window corners. The pump was received with a broken reservoir tube lip and battery tube threads.

Event description:
The customer reported via phone call that her pump fell into some water and was not working correctly. Customer stated that before that happened the numbers were moving on their own when she was trying to bolus. Customer received a battery out limit alarm but the battery was not currently in the pump. Customer's blood glucose was 226 mg/dl at the time of the incident. Customer stated that the pump got splashed on at the pool. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.